Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was a leak. The patient has been referred to another hospital to have the leak repair/plugged. The patient did not experience any complications as a result of this event.